Event description:
It was reported that during a laparoscopic cholecystectomy, the device locked on the cystic duct. This occurred firing. The user pulled the device off of the duct. Another device was opened to complete the case. No attempt was made to pull the trigger open. There was no negative outcome to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.